Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unit seems to have been dropped. Replaced broken irrigation and suction safety covers, broken suction roller pump head, and bent clamp tubing. Also per (B)(4), replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber kept overfilling during a procedure. They were able to get through the procedure with the same pump with no patient consequence. Additional information received by mitek complaint on 11-21-2014: the sales rep confirmed overfill was from the saline bag and no time delay.